Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer's blood glucose ranged between 340mg/dl-430mg/dl. Customer treated with syringe during call. The insulin pump passed high pressure test. Customer will call back if issues persist. The insulin pump also passed self-test. Customer's blood glucose was 435mg/dl, treated with more insulin via syringe